Manufacturer narrative:
The cause for the discordant (B)(6) total result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2011.(B)(4) 2012: additional information:the customer sent the patient samples to siemens healthcare diagnostics for further testing. The data does not suggest there is a kit lot issue however a possible sample specific preparation issue.

Event description:
(B)(6) advia centaur xp (B)(6) total results were obtained for a patient sample and discordant when compared to an alternate method. A new patient sample was tested on the advia centaur xp and the results were (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total results.